Event description:
The customer reported that the device displayed a speaker malfunction error message. No patient harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that the device displayed a speaker malfunction error message. No patient harm was reported. In abundance of caution, philips is reporting this issue as we do not have enough data to verify that there was no sound coming from the speaker. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.